Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient acquired pneumonia. The physician believed the patient may have had it prior to the implant procedure and was not symptomatic. The patient was hospitalized and later released to a nursing home for rehabilitation. The patient has recovered without sequelae and there have been no reports of further complications regarding this event.